Manufacturer narrative:
The customer provided a photograph of the affected sample; analysis of the photograph identified blood inside the housing of the maxzero component, however no obvious manufacturing defects were observed which may have contributed to the customer's experience. The root cause of the customer¿s experience could not be determined.

Event description:
The reported feedback suggests a leak. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests a leak. No additional information available.from the reported information there are no indications of serious injury to the patient or user as a result of this incident.